Event description:
When priming IV, intravenous, tubing with d5w, dextrose 5% water, tubing noted to be leaking above backcheck valve (where tubing joined valve). The facility will notify company representative that they may pick up the tubing for examination.